Event description:
It was reported that the patient had complaints of pain in her lower back and leg. On (B)(6) 2010 the patient underwent surgery consisting of a spinal fusion using rhbmp-2/acs with installation of three rods and six screws from l4 through s1. Post-op, the patient continued to follow up once per month until (B)(6) 2010, when he was referred to a pain management specialist. Since the surgery, the patient suffered from extreme pain in her back and legs, pain which she describes as ¿so severe [that she] wanted to die.¿ in addition, the patient lost a great deal of flexibility following the surgery. The patient had been suffering from constant pain, numbness, and loss of sensation in her neck, shoulders, back, legs, and feet. The patient visited another surgeon who stated that the implanted screw in her l5 area was placed improperly and that it was causing the pain from which she now suffers.

Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation